Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient presented to the clinic with dizziness. The right ventricular lead was found to have high thresholds and intermittent capture. The lead voltage was increased which resolved the dizziness. The lead remains in use. No further patient complications have been reported as a result of this event.